Event description:
The patient's manifest refraction improved to -1.00 + 0.50 x 164; bcva improved to 20/30

Event description:
Approximately one week after uneventful cataract surgery with implantation of the crystalens, the patient presented with a myopic outcome of -1.75 + 1.25 x 171, bcva 20/30 (compared with a preoperative manifest refraction of +0.50 +0.75 x 180, bcva 20/50). The physician performed secondary surgical intervention to reposition the lens and this resulted in a temporary improvement the lens and this resulted in a temporary improvement in vision (_1.00 + 0.50 x 175, bcva 20/30). The physician then performed a yag capsulotomy, after which time the lens became torqued in the eye and vision decreased to -3.25, bcva not provided. The physician is continuing to monitor the patient. The association between the event and the device is unknown.